Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
A surgeon reports having two patients with blurry vision following intraocular lens (iol) implant surgery. Glistenings were noted upon examination of the lenses. Additional information has been requested. This report is for the second patient.